Event description:
Baxter (B)(4) received a report of two (2) leaking intermates. The site of the leak was not identified, but the device was reportedly showing liquid in the overpouch. This happened prior to patient connection. No report of patient involvement, injury, or medical intervention. A sample is available. No additional information. This report will address 2 of 2 from the facility.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of leak, observed at broken tubing at the junction of the luer post. Based on the evaluation, broken tubing near the base of the luer stem is due to excessive pulling force applied to the component during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.